Event description:
It was reported the patient began having low voltage side effects at all contacts after a year of therapy. The physician suspected a short circuit between the leads. The problem was fixed by replacing the lead extender and battery.

Manufacturer narrative:
This report is being submitted following an internal audit. Analysis revealed the stimulator was functionally ok. Lead: multiple conductors wires were stretched; continually was acceptable. Extension: the majority of the extension body and outer insulation was twisted; the extension was functionally ok.